Event description:
Per the audiologist, the patient reported hearing a ¿drumming¿ noise both with and without use of the processor. The results of an integrity test in 2008 indicated normal device function. Patient was explanted at about 10 months later. Reimplantation was not scheduled at the time this report was filed may 27, 2009.